Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the reported event occurred, due to wear and tear. The loop at the distal end of the electrode wears out, during use and can break, burn or melt. However, the subject device was not returned. And the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic fibroid resection, the doctor was resecting a massive fibroid with a very tight cervix needing to constantly dilate every time going in and out to remove the chips. After approximately 20 minutes of resection, the subject device broke intraoperatively inside the patient. It was clarified that the device split, did not fall into anything, and was retrieved intact. The doctor then had to do a laparoscopy to ensure there was no perforation. The procedure was completed with an unspecified delay without any reports of patient harm.